Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore; product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing record could not be reviewed since the lot number was not provided. Conclusion: based on the limited information provided, it is not possible to determine a product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: unknown/not provided. Expiration date: unknown as product lot number was not provided. If implanted, give date: not applicable, as the cartridge is not an implantable device. If explanted, give date: not applicable, as the cartridge is not an implantable device. Device manufacture date: unknown, as the lot number was not provided. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that material was coming off the cartridge and attaching to the intraocular lens (iol). This was observed when the haptic/optic contacts the eye. The surgeon thought it might be from the ophthalmic viscosurgical device (ovd) used, but it doesn¿t seem to be in the ovd. The material mostly comes off with additional irrigation aspiration (I/a). There was no indication of patient injury, or that medical or surgical intervention was required. No additional information was provided.